Manufacturer narrative:
Evaluation revealed the reunion tsa - x3 pegged glenoid - size 52 to be the primary product. No further associated products were reported. A physical examination could not be carried out as the item was not received for evaluation. A review of the device history records revealed no discrepancies. We excluded deviations in material and manufacturing. In the case presented a patient had been treated with a reunion total shoulder arthroplasty on (B)(6) 2017. According to information received, the chosen pegged glenoid would not sit down flush to the glenoid. After three attempts, the attending surgeon removed the 52mm glenoid and replaced it by a 48 mm implant, which fit excellent. Further information such as medical records, x-rays, surgery reports or progress notes were requested, but were not available. During investigation no manufacturing related issues were found. A deficiency of the device could not be verified. The case is attributed to the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device not returned.

Event description:
It was reported that 52mm glenoid implant would not sit down flush to the glenoid, after three attempt the surgeon removed the 52mm glenoid implant and dropped down to a 48mm glenoid implant and it fit excellent. Surgery took much longer to finish as the surgeon continued to get the 52mm implant to fit properly. Another batch of cement also had to be opened as well.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that 52mm glenoid implant would not sit down flush to the glenoid, after three attempt, the surgeon removed the 52mm glenoid implant and dropped down to a 48mm glenoid implant and it fit excellent. Surgery took much longer to finish as the surgeon continued to get the 52mm implant to fit properly. Another batch of cement also had to be opened as well.